Event description:
The customer reported that the vertical column was not working. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the arch card. The system operates as intended.